Event description:
It was reported that the customer experienced an issue with an intuitive product. The customer reported event has no report of patient injury. Isi followed up with the initial reporter and obtained the following additional information: the instrument had a broken wire and tips didn¿t close completely. The component of the instrument was not observed to be broken or broken off from the instrument. There was no material missing or detached form the portion of the device that enters the patient¿s body. No image is available for review.

Manufacturer narrative:
The instrument involved in this complaint has not been received and/or tested by failure analysis as of the date of this report. If the product is received and evaluated, a supplemental MDR will be submitted.